Manufacturer narrative:
Product analysis: it was confirmed that the display was misaligned and unable to be calibrated. The display overlay connection was cleaned and re-seated. The display's parameters were reset, and the display was calibrated. The storage bay was found to be damaged, and was replaced. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to be calibrated. The programmer was returned for service. There was no patient involvement.